Manufacturer narrative:
This issue is isolated to the tnt assay on the e801. This product is not manufactured in the us. The us is not impacted as there is no tnt assay marketed for use on the e801 instrument in the us .

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a troponin t value of 66.7 ng/l, which repeated as 26.9 ng/ml. The troponin t reagent lot number was 419260. The reagent expiration date was requested, but not provided.